Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The reliant balloon was used with an endurant ii bifurcated stent graft (B)(4). It was reported that the syringe size used is unknown, inflation speed was normal, 20cc of fluid was injected, the balloon was inflated approximately 3-4 times within the stent graft and it is unknown whether the physician ballooned with normal pressures within the stent graft.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant stent graft balloon was used during the endovascular treatment with an unknown stent graft. It was reported during the index procedure rupture occurred when the balloon was inflated. The device was replaced with a new reliant balloon and the procedure completed. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.